Event description:
Intra-abdominal abscess [abdominal abscess]. Case description: literature spontaneous report was received on (B)(6) 2012 from an author regarding a male patient in 70's, initials unknown, with gastric remnant cancer (m-4-s). This report was from a literature article entitled "three cases in which seprafilm presented the stomach cancer postoperative intra abdominal abscess considered to be the cause". On an unspecified date, the patient underwent total resection of gastric remnant with roux-en-y reconstruction and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed (number of sheets not provided). The lot number of seprafilm was not provided. On postoperative day 07, surgical site infection was diagnosed. The amount of effusion from the incision site increased more. On postoperative day 10, an open drainage was performed. The culture of the pus revealed staphylococcus species. Computed tomography performed after the drainage revealed cavity communicating from intra-abdominal to subcutaneous, which resulted in diagnosis of intra-abdominal abscess. Subsequently, fragments of seprafilm were drained from inside of the abdomen. The follow-up was satisfactory after the drainage and the patient was discharged from the hospital on postoperative day 19. The outcome for the event of intra-abdominal abscess was not provided. Concomitant medications were not provided. The intensity for the event of intra-abdominal abscess was not provided. In the opinion of the author, seprafilm was considered to be the cause of postoperative intra-abdominal abscess.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report. Report source literature description: journal: japan surgery infection society magazine. Author: hanaoka t., mori m., hanari n. Et al. Title: three cases in which seprafilm presented the stomach cancer postoperative intraabdominal abscess considered to be the cause. Volume: 9, year: 2012, pages: 597-.